Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 36 mg/dl. The customer alleged that the pump delivered too much insulin; however, customer declined troubleshooting with tandem technical support and declined to provide further information, and the alleged root cause could not be confirmed. On (B)(6)2023, customer drank juice to address the issue, called emergency services, and "lost consciousness". Customer was "rescued by paramedics"; nature of treatment was not provided. Customer went to the emergency room and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline and glucose, resolving the issue. The customer reverted to an alternate method of insulin therapy. Date of discharge was not provided.